Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) inspected remotely and confirmed that x-ray generator was not switching on. After reviewing log file, rse found that suspected hivo (high voltage transformer) to be defective. On onsite service, on troubleshooting fse (philips field service engineer) found that hivo (high voltage transformer) was defective. To resolve the problem, fse replaced the transformer. After replacement of hivo, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to produce x-rays as the generator was not switching on. No harm was reported to philips. Philips has started an investigation of this compliant.